Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date the pt began treatment with dianeal 2.5% pd4 low calcium (local) ambuflex, dianeal 4.25% local ambuflex, dianeal 1.5% local ultrabag, dianeal 2.5% local ultrabag and extraneal (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date the pt experienced a break in aseptic technique described as a mistake of touch contamination which caused peritonitis. The next day, the pt was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, lot not reported). Approximately two weeks later (date unspecified), the pt recovered from the peritonitis. At the time of the initial report, pd therapy was ongoing. Concomitant therapy was not reported. During follow up to request information regarding whether the pt was retrained in aseptic technique, it was reported that the pt is blind, has now been put on hemodialysis (date unspecified) and that the touch contamination was a caregiver issue (details not provided).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.